Manufacturer narrative:
D10: concomitant devices are unknown. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 141 months after a left total knee replacement procedure, the patient underwent a revision procedure for pain, aseptic loosening of the patella component, and marked osteolysis from polyethylene wear. No additional information is available.